Event description:
The patient reportedly experienced intermittencies followed by loss of lock. External equipment was external equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.